Event description:
It was reported that pump shutoff unexpectedly. Additionally, it was reported that an unspecified malfunction occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown was verified. Additionally, based on the analysis, the alleged malfunction could not be verified.